Manufacturer narrative:
The unit was evaluated by our field engineer and he was unable to reproduce the problem reported by the customer. However, he replaced the power supply due to a possible intermittent fault. The module was evaluated and the pcb board was replaced. The unit was tested and it is working according to specifications. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in (B)(6) indicating that during surgery without warning the machine went in standby mode. It happened twice in the day. The green light on power switch was green but the computer and the rest of the machine would not work. There was no report of patient injury.